Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention with a small hole sheath. Reportedly, when the plunger was removed in step #3, the suture was not found. A cuff miss was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There was no malfunction to confirm. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Analysis is not required as additional information was received indicating there was no device malfunction or adverse event associated with this device. H6 - patient code 4641- unexpected medical intervention- additional closure device was removed. Patient code 2645- no patient involvement was added. H6 - device code 1142- failure to cycle- needle to cuff miss was removed. Device code 3189 no apparent adverse event was added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention with a small hole sheath. Reportedly, when the plunger was removed in step #3, the suture was not found. A cuff miss was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: the initially reported information was incorrect. It was reported that the prostyle device fell on the floor and was contaminated prior to use in the patient. There was no patient involvement. No additional information was provided.